Event description:
On (B)(6) 2025: pt had a right total knee replacement on (B)(6) 2024. She has pain, instability in her joint and laxity. She states it goes backwards. On (B)(6) 2025, pt had a revision right total knee arthroplasty.